Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received info that a system was not updated with a mandatory field change order that is to correct a problem with the auto delete function. The raw data was deleted prior to the reconstruction, resulting in a pediatric requiring a rescan and reinjection.